Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient experienced convulsions. He could not recall the exact time but stated that it occurred in the morning. The patient visited a healthcare facility, and the incident was classified as a cgm accuracy issue, with no hospitalization reported. He stated that he only visited their family doctor for a consultation. The patient also mentioned that his son attempted to call an ambulance when the incident occurred, but he did not proceed with being transported. During the event, the patient was using the dexcom app and an insulin pump. The cgm displayed an estimated glucose value of 88 mg/dl and no bg meter reading was taken. According to the patient, no treatment was provided. While at the healthcare facility, the doctor checked his blood glucose through a fingerstick, which showed 178 mg/dl, while the dexcom reading was 115 mg/dl. At the time, insulin delivery was automatically adjusted by the insulin pump based on cgm values. The patient has since recovered, and is in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.